Event description:
It was reported that during a revision surgery the implant, when opened had a compromised sterile barrier. A second implant was used to complete the surgery and there was no adverse affect on the pt.

Manufacturer narrative:
Investigation in process.